Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.247" x 0.306" was not returned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal seal involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by an isi clinical development engineer (cde). The following additional information was provided: based on the image, the luer lock on the universal seal was broken off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pneumoperitoneum tube connection was damaged on a universal seal. A backup accessory was used for the procedure. The procedure was completing as planned with no reported injury.